Manufacturer narrative:
The returned used device, item smi-02ap was evaluated and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. Needle loads into suture passer with no issue noted. Broken lower jaw was not returned for evaluation. This is technique dependent device and the most likely cause of this suspected failure is user related. Suspect that the returned device may have been damaged during non-surgical handling to initiate the critical weakness in the lower jaw. A service history review was conducted and no service repairs were found. A two-year review of complaint history revealed there has been a total of 81 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the smi-02ap device lower jaw broke during a rotator cuff repair on (B)(6) 2018. No components or fragments fell into the surgical site; therefore, no retrieval was required. It was reported that there was no impact to the user or the patient. There was also no delay in the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Originally the conmed largo, fl site was listed as the manufacturing site for this device. However, the correction was to enter the contract manufacturer of classic wire as the manufacturer in these two form locations.